Manufacturer narrative:
Analysis was unable to perform unexpected restart error test due to no button response. Analysis was unable to verify unexpected restart alarm due to no button response. The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump received with scratched lcd window, cracked case display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm and unexpected restart alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer mentioned that there were cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.